Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's neurostimulator had a low impedance measurement (<25 ohms) on electrode #1 that was discovered prior to an MRI procedure. Add'l info was requested.